Event description:
It was reported that during an implant attempt, the lead helix would not "whirl out." The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the lead helix would not "whirl out". The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and analysis revealed the conductor was kinked/buckled. It was noted the lead was damaged at implant. (B)(6). (B)(4).